Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product has been not received by zimmer biomet and the investigation will begin once product is received. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer cuff was leaking, it was clearly audible and the device was giving an error message. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history record (DHR) for the 18 in. (46cm) dual port single bladder disposable cuff with plc, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the device was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This report is being submitted as a correction, additional information, and product evaluation final medwatch. Conclusions code: the root cause could not be determined, hence, this code was used due to limited availability of codes. The device history record (DHR) for the 18 in. (46cm) dual port single bladder disposable cuff with plc, part number 60707010300 and lot number z000007330, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. Product examination found that there was a leak at the connection of the on the inflation tubes. This complaint is confirmed. The root cause of the reported event cannot be specifically determined as it is unknown how or when this issue occurred. However, the root cause of similar failures was due a need to assess all tooling for rectification, an lack of corrective maintenance ticketing, non-updated preventative maintenance procedure and possible foreign material. The validation processes now in place will reduce the occurrence rate of this failure type. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends, as necessary.

Event description:
It was reported that the zimmer cuff was leaking, it was clearly audible and the device was giving an error message. Follow up from customer indicated that the event occurred prior to surgery; thus there was no harm or extension in procedure (beyond the minimal additional procedure time that is a customary amount of time for the access and exchange of a product or supply during a surgical procedure) and an alternate product was available for use. No adverse events were reported as a result of this malfunction.